Manufacturer narrative:
Arjo was informed about the incident involving the enterprise 5000x bed. It was reported that the bed's high-low and backrest functions were operating on its own. Following the information provided, there was no patient involvement nor injury sustained. An arjo service technician was called to inspect the device after the event. The service technician carried out a full functional test of the bed and at first found no faults. Once the device was left for a short period of time, it started to tilt to one side. The technician observed that the handset of the bed malfunctioned and replaced the part with a new one. No device problem occurred after the performed repair. The technician informed that during the visit at the customer's site he was told that the handset may have been dropped when the bed sheets were being changed. The inspection of the part revealed that it was physically damaged and rattled when moved. The instructions for use for the enterprise 5000x bed (document number: 746-577-UK) contains the following warning: "warning: if the patient hansdet or acp is dropped onto a hard surface, check that all the buttons work correctly afterwards". Based on the above information, it can be hypothesized that the unintended movement of the bed was caused by damage to the remote control as a result of the drop. To sum up, the arjo enterprise 5000x bed did not meet its performance speciifcations due to the unintended movement occurrence. There was no patient involvement during the incident and no injuries were reported. The complaint was deemed reportable due to allegation of an unintended movement of the bed.

Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Event description:
Arjo was informed about the incident involving the enterprise 5000x bed. It was reported that the bed's high-low and backrest functions were operating on its own. Following the information provided, there was no patient involvement nor injury sustained. An arjo service technician was called to inspect the device after the event. The service technician carried out a full functional test of the bed and at first found no faults. Once the device was left for a short period of time, it started to tilt to one side. The technician observed that the handset of the bed malfunctioned and replaced the part with a new one. No device problem occurred after the performed repair.